Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pain: pelvic"), back pain ("pain: back"), psychological trauma ("psych injury"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (histerectomy (full)). At the time of the report, the device dislocation, pregnancy with contraceptive device, psychological trauma, dermatitis allergic, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine and weight decreased outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date of essure (B)(6) 2013 and (B)(6) 2013. Discrepancy noted regarding removal: essure removed? Scheduled type of removal surgery: hysterectomy (full). Injuries resolved post-removal: pain, bleeding. Received treatment for pain,psych injury, migration, fatigue, hair loss, dental probs., hormonal changes, migraines, dysmenorrhea (cramping), pelvic/abdominal, back, headaches and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pain: pelvic"), back pain ("pain: back"), psychological trauma ("psych injury"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the device dislocation, pregnancy with contraceptive device, psychological trauma, dermatitis allergic, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine and weight decreased outcome was unknown and the abdominal pain, dysmenorrhoea, pelvic pain, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date of essure (B)(6) 2013 and (B)(6) 2013. Discrepancy noted regarding removal: essure removed? Scheduled type of removal surgery: hysterectomy (full). Injuries resolved post-removal: pain, bleeding. Received treatment for pain,psych injury, migration, fatigue, hair loss, dental probs., hormonal changes, migraines, dysmenorrhea (cramping), pelvic/abdominal, back, headaches and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified): result: not provided. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident, event "injury" replaced by specific information: migration, pregnancy: birth ¿ complication, dysmenorrhea (cramping), pelvic, abdominal and back pain, menorrhagia, rash/skin condition, psych injury, fatigue, hair loss, dental probs, hormonal changes, migraines, headaches and weight loss. Lab test, reported details and patients date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.